Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve had moderate paravalvular leak (pvl) due to a large amount of calcium in the left ventricular outflow tract (lvot). An attempt was made to implant a second transcatheter bioprosthetic valve valve-in-valve, however, it kept getting caught on the frame of the first valve. The valve and delivery catheter system (dcs) were removed from the patient and a non-medtronic valve was implanted. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.